Event description:
As reported by the edwards lifesciences affiliate in the netherlands, edwards received notification of a sapien m3 valve used in the mitral position in a patient with very complex anatomy, including two potential perforations in the anterior mitral leaflet. Significant challenges were encountered when attempting to encircle the subvalvular anatomy, as the dock repeatedly returned to the atrium through a large hole in the anterior leaflet. After several troubleshooting maneuvers, encirclement of the subvalvular anatomy was ultimately achieved, and full capture was obtained with three turns. Due to the anterior leaflet perforation, the outcome was the presence of paravalvular leak (pvl) originating from the perforation site. The team elected to plug the anterior leaflet perforation, which improved the pvl. The patient is reported to be doing well.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for intraprocedural paravalvular leak between dock and anatomy was confirmed based on empirical evidence from the investigation. Available information suggests patient factors (anterior leaflet perforations, dock drop watchout factors) and procedural factors (difficulty encircling, double guide sheath technique) may have contributed to the event due to the difficulties providing a seal near the perforated leaflet, which resulted in the moderate pvl. Therefore, the most likely cause of this event is due to operational context. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
Additional information received on 19feb2026 that the pvl directly after plugging was mild to moderate and is now mild. The patient recovered after a few days and was sent home. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.